Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07080. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, when pulling the device out of the patient's body after rotablation was completed, it was noted that the burr became stuck with the rotawire. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Event description:
It was further reported that after the rota procedure was completed, the burr was attempted to be removed with the rotawire kept inside the patient's body. During removal, the rotalink burr became stuck with the rotawire when the burr was inside the guiding catheter. To remove the rotalink completely without removing the rotawire, the driveshaft coil and the rotawire near the catheter housing of the rotalink was cut; and, the cut distal side of the rotalink was then removed from the rotawire successfully.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. Visual inspection on the device revealed a kink on the distal tip. It also presents a breakage approximately at 36.5cm from its proximal end. The proximal broken section presents two kinks. Dimensional inspection on the overall length of the device couldn't be performed because of the condition of the device (broken). Dimensional inspection of the outer diameter (od) of the distal tip, od of the middle of the device and od of the proximal section were performed and were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).